Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient wasn¿t feeling stimulation and they were having problems with maybe the nerves in their leg. The patient could feel stimulation after increasing and stated it felt better and they would monitor their symptoms. On (B)(6) 2017, it was reported that the patient has been having a problem with her system and it's taken her 6 months to figure out. The patient clarified that the stimulation is affecting her right leg and foot. It was stated that the second toe crosses over her big toe and her leg is numb. It was also reported that it is affecting her walking and is almost crippling like she has drop foot. The patient reported that she decreased the stimulation to 1 and the symptoms have gone away. It was noted that the patient had falls, which was determined to be as a result of the stimulation issue. The patient also reported that she does not feel stimulation at the bicycle seat area. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that what led to the stimulation affecting the patient¿s right leg and foot was that the device program was changed and there was too much stimulation in the right leg and foot. Stimulation not being felt at the bicycle seat area had been resolved; the foot and leg problem was gone and the patient could feel some stimulation in the bicycle area. It was noted the patient was now on program 2 at 1.9. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that adjusting their stimulation did help some but they still had issues with walking and issues in their foot. The patient was wondering if this was due to old age or from the stimulation. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they turned the stimulator to zero to see if the leg problem would improved.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had trouble with their nerves and they were not sure if it was related to the implanted device/therapy or not. This issue had been going on ¿for about a year¿. There were no further complications reported or anticipated. [Omitted information related to (B)(4) pp not working].